Event description:
Procedure: lap nissen. According to the reporter: the needle would not toggle. There was no bleeding reported in excess of 500cc. The case was not extended by more than 10 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).